Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) of 517 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin and was released from hospitalization two days later. Reportedly, the customer's cannula had not penetrated their skin which caused the high bg. The customer was using a non-tandem infusion set; however, the infusion set information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.